Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose for six weeks to two months. The customer reported their blood glucose ranged from 20 mg/dl to 24 mg/dl at their lowest point. Customer was able to treat their blood glucose with juice and yogurt. The customer also reported experiencing blurry vision, spots and incoherence. The customer's blood glucose declined to 30 mg/dl earlier in the morning after treating with 3.7 units of insulin for their dinner. The customer reported the insulin pump passed a self-test. It was also found the insulin pump passed all tests. The insulin pump will not be returned for analysis.